Manufacturer narrative:
Investigation summary: based on the available information, boston scientific concluded there was no problem detected with this device. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the serial number is unknown.

Event description:
It was reported that the patient experienced two falls and was subsequently hospitalized. The attending physician wanted to check the pacemaker data. Additional details are unknown and are being requested.